Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6252369. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse pressed the safety activation button of a 22g x 1 in. Bd insyte¿ autoguard¿ shielded IV catheter after patient use, the needle did not retract, and the nurse suffered a contaminated needle stick injury. Both the source patient and nurse received post exposure lab work for (B)(6). The test results were (B)(6) and no additional medical interventions were provided.